Event description:
The complainant alleged that during routine shift check by a clinician, the clinician was unable to increase the pacer output. The complainant indiated that there was no pt involvement in the reported malfunction.